Manufacturer narrative:
Visual inspection of the returned foot control assembly found no discrepancies. The returned device was tested and found to perform as intended. The complaint was not verified and the root cause could not be determined since the device functioned as intended. There were no indications during manufacturing record review to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported there was an issue with the coag function not working properly during the procedure. The patient experienced a nosebleed that was difficult to control. A 2nd turbinator wand was opened but the same problem occurred. The procedure was successfully completed using back-up device(s). No other complications were reported. Additional information received (B)(6) 2016 stated afrin and suction were used to control the bleeding. Patient is still experiencing headaches and congestion. Separate complaints reported against concomitant devices (controller and two wands).